Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test. Sensor failed per specifications.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose had a difference of 100 points from the sensor glucose of around 40 mg/dl at the time of the incident. Blood glucose customer was 235 mg/dl upon waking up and 196 mg/dl at the time of the call. Suspend on low limit was set at 70 mg/dl. The sensor was returned for analysis.